Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and replaced the interface cable. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part has been returned to the manufacturer for evaluation, however, results are not available at this time.

Event description:
A site representative reported that while in a sacroiliac and thoracolumbar procedure, the imaging system displayed the message, "an issue that may affect navigation accuracy has been detected. Acquisition has been cancelled" on the mobile view station (mvs). The representative found the connector on the interconnect cable on the image acquisition system (ias) end was loose. An attempt was made to tighten the retainer but there was difficulty reassembling it and it was not possible to seat the connector in the ias socket properly. The case was completed without the imaging system and navigation. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The analysis of the interface (umbilical) cable was completed by medtronic personnel. It was reported that there were opens found within the cable at multiple points.